Event description:
It was reported to boston scientific corporation in 2008, the prolieve thermodilatation system was displaying a tc unplugged message five days prior. There was no patient involved at the time of the event.

Manufacturer narrative:
A visual evaluation revealed an out of box failure with the physitemp module. The physitemp module was replaced and the console was functioning fine. The device history record (DHR) was performed; no anomalies were noted. A review for similar complaints within the batch number was completed and there were no other complaints associated with this batch. The root cause of the reported malfunction is handling damage. As this was an out of box failure, it is probable that the physitemp was damaged during transport.